Manufacturer narrative:
Review of device history records including raw material inspection, in process & finished product inspection does not reveal any discrepancy relevant to the batch under investigation, which confirms that there is no indication of a product related quality deficiency associated to this batch. Control sample test results confirm that there was no indication of a product quality deficiency in the batch under investigation. Additionally, review of the complaint history identified no other similar incidents reported from this lot. Based on the available information and without the concomitant device, it is not possible to draw a clinical conclusion between the device and the reported event. Neither the DHR review nor the complaint history review suggests that the reported failures could be related to the design or manufacturing process. A supplement report will be issued, if additional information is received in the future. (B)(4).

Event description:
As reported, a 2.50 x 35 mm mozectm nc - rx ptca balloon dilatation catheter was used for the procedure. During inflation the balloon burst. There is no patient injury reported.